Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional (hcp) placed a capstone cage in the disc space. The cage was successfully placed. When the hcp tried to disengage the inserter from the cage the knob came off from the inserter. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Correction: analysis date: analysis for concomitant product inserter 9734456 capstone and clydesdale occurred on (B)(4) 2019, not (B)(4) 2020 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The clydesdale was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The knob had been broken free of the inserter. If information is provided in the future, a supplemental report will be issued.